Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated the device recorded two critical ram parity error pors. One on (B) (6) and the second on (B) (6) 2010.

Event description:
(B)(4).

Event description:
It was reported that power on reset occurred due to patient's radiation. The device was being programmed back to the prior settings. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated the device recorded two critical ram parity error pors on (B)(6) 2010.